Event description:
It was reported that upon putting a coronal bend in the rod, the coronal bender broke. Surgery was successfully completed with a coronal bender in a backup set. There are no reports of adverse health consequences.

Manufacturer narrative:
The customer reported event was confirmed via correspondence. The device was not returned thus visual inspection could not be performed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was found to be manufactured in 2010, making it almost 8 years old at the time of the event. Most likely root cause is wear due to the device's extended use. The instruments IFU states that "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order."

Event description:
It was reported that upon putting a coronal bend in the rod, the coronal bender broke. Surgery was successfully completed with a coronal bender in a backup set. There are no reports of adverse health consequences.